Event description:
During the incoming inspection of the device, "defib disable", "pacer disable" and "pacer fault 116" messages were observed on system power-up. The complainant indicated that there was no patient involvement in the reported malfunction.